Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
Despite efforts, additional information could not be obtained. This report will be updated should further information be received.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited non-conversion with variation in shock impedance measurements during implant. Upon a third attempt the device successfully cardioverted the patient but a high in-range shock impedance measurement was observed. Boston scientific technical services (ts) discussed the electrogram (egm) was showing signs of baseline shift indicating potential air entrapment in the device pocket. Upon subsequent testing the baseline shift could no longer be reproduced but the physician elected to explant the system and implant the patient with a transvenous ICD. No adverse patient effects were reported.